Event description:
It was reported that the procedure was to treat the moderately calcified, non-tortuous proximal right coronary artery with 90% stenosis. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc) and a non-abbott stent was implanted. The 3.5x12 mm nc trek bdc was used for post-dilatation but ruptured on the first inflation to 12 atmospheres for 10 seconds. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.